Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clinical sales representative (csr) called in to report that arm 2 was faulting about 1.5 hours into the case. It was noted that the operating room (or) staff had cycled the system power but the fault returned upon the system power up. The technical support engineer (tse) reviewed the onsite logs and found error 319 pointing to arm 2. The tse had the or staff cycle the system power and exercise the presence pins on arm 2. The system powered and homed but faulted with a 319 error upon power up. The tse informed the csr that arm 2 could be disabled, and to use the remaining arms. The csr stated that they needed all four arms for the procedure. The csr planned to use the patient side cart from another da vinci xi system to continue with the procedure. The procedure was converted to another da vinci surgical system. There was no report of patient harm, injury or adverse outcome. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the csr was present during the surgical procedure. There were no issues during the system setup. The system was inspected from an instrument perspective, the system indicated it was ready for use. The site brought in another xi da vinci surgical system to use for the procedure. On 07/20/2020, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: during a da vinci-assisted surgical procedure, one of the arms malfunctioned and there was a non-recoverable fault. The customer made multiple attempts to fix the problem without success. A different arm was used to continue with the case. An intuitive representative was present during the procedure.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The field service engineer (fse) replaced the universal surgical manipulator (usm) to resolve the reported 319 error. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. The usm was tested on an in house test system and failed normal mode with a 319 error at startup. It was observed the rolling loop fiber and the flat flex cables (ffc's) were damaged along the insertion axis. As a result, the rolling loop assembly was swapped with a new one and the error went away. Further testing was performed on the patient side cart fixture test platform (pftp), and the usm passed the carriage switched, lissajous, sensors check, sine cycle, chipen coder virtual absolute (cva), back drive, direction, brake friction, check cannula and insertion button tests. The rolling loop assembly will be replaced as a fix.